Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited increase in power consumption. The patient had a recent atrial fibrillation (af) which started on the first month of this year. Analysis showed that the device power did not appear to be affected by the hydrogen issue. It did show high rate atrial sensing occurring which was causing an increase in power consumption. As of this time, the device remains in service. No adverse patient effects reported.